Manufacturer narrative:
Corrected data: concomitant medical products and therapy: healon endocoat gv, tip model 15° curved. (B)(4). Placeholder.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn requiring unplanned sutures to close the wound. The patient was referred to a corneal specialist for subsequent corneal melt requiring gluing x2 without closure, then patch corneal grafting. The clinic reported post-operative complications were irregular astigmatism, corneal scarring, and blurred vision. In addition, the surgeon indicated post-operative therapy would be required for observation and monitoring of healing; awaiting adequate healing to allow suture removal to assess refractive error and potential for residual astigmatism and irregularity, and a possibility of additional surgical intervention. The expected patient outcome current is pinhole vision is 20/40, uncorrected vision 20/125, preoperative vision. Furthermore, the patient is expected to have improved vision but will take three to nine months for final outcome.